Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc). Presenting rhythm has a few beats with morphology change or possible fusion. The lead remains in service. No adverse patient effects were reported.